Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that a wire close to the jaws of the device was exposed. Examination of the received device on (B)(6) 2016 found the insulation was damaged and a piece is missing. The customer confirmed the missing insulation did not detach during the procedure.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: (B)(6) 2016. One used (B)(4) ligasure device was received, and examination of the returned sample confirmed the reported issue. Visual inspection of the sample found blood within the device and the insulation on the jaw wire was damaged. A piece of the insulation was also missing. The type of insulation damage observed is consistent with scraping the jaws against the sharp edge of a trocar or another device during insertion or removal. There is nothing known in the manufacturing process that would cause this type of slicing damage. A review of the device history records for this lot found no potentially contributing factors, and that it was release upon meeting all quality specifications. The IFU included with this product cautions users to carefully insert and withdraw instruments from trocars to avoid possible damage to the device or injury to the patient.